Event description:
It was additionally reported that the cause of the low flows was believed to be secondary to hypovolemia. The source of the bleeding was a splenic hematoma. The patient's international normalized ratio was supratherapeutic which may have contributed to the bleeding. The patient was resuscitated with 13 units of blood in total and the patient underwent coil embolization of the splenic artery.

Manufacturer narrative:
Section b2: outcomes attributed to adverse: correction. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further events reported at this time. Evaluation of the submitted log files confirmed low flow alarms on 25jun2024 and 26jun2024. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding that may be associated with the use of the hm3 lvas. The IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, section 6, "patient care and management", provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, section 6, lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flows that were thought to be in the setting of hypovolemia from acute blood loss. However the patient intermittently still had low flows despite adequate resuscitation. Log files were submitted for review and captured low flow events on (B)(6) 2024.